Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call of unexplained low blood glucose of 27 mg/dl and high blood glucose of 923 mg/dl. Customer indicated that they were hospitalized due to diabetic ketoacidosis and a meter that showed the incorrect blood glucose level. The customer also indicated that the high was due to a bent cannula. No further details given.